Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that the exhalation port on the expiratory limb of an rt266 infant dual heated evaqua2 breathing circuit was pushing against the hudson CPAP prongs and the skin of the patient. It was also reported that the healthcare facility staff had to use an adaptor to keep the exhalation port away from the prongs. No patient harm was reported as a result of this incident.

Manufacturer narrative:
(B)(4). The complaint rt266 infant dual heated evaqua2 breathing circuit is not available for investigation. We are currently in the process of obtaining further information from the healthcare facility in order to assist us with the analysis and identification of a possible root cause of the reported event. We will provide a follow up report once we have completed our analysis.

Manufacturer narrative:
(B)(4). The complaint rt266 infant dual heated evaqua2 breathing circuit was not returned to fisher & paykel healthcare for investigation. An attempt was made to obtain additional information regarding the reported incident but no response was received. Without the complaint device or additional information regarding the reported fault, we were unable to determine its root cause. If the complaint device was returned, it would have been visually inspected to confirm the reported fault and determine its root cause. All infant evaqua breathing circuits are visually inspected tested before leaving the production line, and those that fail are rejected. The subject infant breathing circuit would have met the required specification at the time of production. The user instructions that accompany the rt266 infant dual heated evaqua2 breathing circuit illustrate in pictorial format the correct set-up and use of the breathing circuit kit. It also sets out the technical specifications required during use of the breathing circuit and states the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms."

Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that the exhalation port on the expiratory limb of an rt266 infant dual heated evaqua2 breathing circuit was pushing against the hudson CPAP prongs and the skin of the patient. It was also reported that the healthcare facility staff had to use an adaptor to keep the exhalation port away from the prongs. No patient harm was reported as a result of this incident.